Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. However, the pump had a high sleep current measurement and active current measurement. The pump primed properly. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 05/30/2023 22:28:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/30/2023 22:34:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. 05/30/2023 22:35:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. 05/30/2023 22:38:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. 05/31/2023 16:15:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 05/31/2023 16:16:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 05/31/2023 16:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 05/31/2023 16:32:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. 05/31/2023 16:37:16.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. Insert battery alarm was recorded and found in the formatted history file on: 05/28/2023 03:35:23.000, 05/28/2023 03:35:26.000, 05/30/2023 22:35:48.000, 05/30/2023 22:37:02.000, 05/30/2023 22:41:24.000, 05/30/2023 22:41:48.000, 05/30/2023 22:42:00.000, 05/30/2023 22:42:47.000, 05/30/2023 22:43:42.000, 05/30/2023 22:48:52.000, 05/30/2023 22:49:18.000, 05/30/2023 22:49:58.000, 05/31/2023 16:08:43.000, 05/31/2023 16:09:00.000, 05/31/2023 16:09:09.000, 05/31/2023 16:09:12.000, 05/31/2023 16:12:11.000, 05/31/2023 16:48:43.000, 05/31/2023 16:50:55.000, 05/31/2023 16:51:53.000, 05/31/2023 16:52:35.000. Pump error 23 alarm was recorded and found in the formatted history file on: 05/31/2023 16:53:29.000. Power loss alarm was recorded and found in the formatted history file on: 05/31/2023 16:12:32.000, 05/31/2023 16:53:43.000. Low battery alert was recorded and found in the formatted history file on: 05/28/2023 03:20:00.000. Replace battery alert was recorded and found in the formatted history file on: 05/31/2023 08:13:00.000, 05/31/2023 08:23:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 05/31/2023 08:44:00.000, 05/31/2023 08:54:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/28/2023 03:35:24.000, 05/30/2023 22:36:17.000, 05/30/2023 22:41:35.000, 05/30/2023 22:41:55.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba2 was cleaned and installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. The original pcba 1 was cleaned installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. The pump had a high sleep current measurement and active current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. No delivery alarm/insulin flow blocked alarm and prime/fill anomaly were not confirmed. However, a high sleep current measurement and active current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated customer complained the customer was unable to complete the rewind/load process. Troubleshooting was performed and the pump alarmed insulin flow blocked. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The device will be returned for analysis.